Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
We were notified that this rv lead dislodged. The lv lead had dislodged as well and since the patient had already had a revision done on (B)(6), the physician decided to replace the whole system since the ICD had been exposed multiple times. The patient received a new ICD system. Should additional information be received, this file will be updated.